Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On unknown day in (B)(6) 2020, a patient was presented with degenerative mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip was implanted. On an unknown day, follow up revealed single leaflet device attachment(slda) from posterior leaflet. A recurrent mr of mild- moderate grade was reported.on (B)(6) 2025, a redo procedure was performed. A mitraclip was implanted. The mr was reduced to grade 3 post procedure. Patient is in stable condition. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient remained hospitalized and a redo procedure was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
On unknown day in (B)(6) 2020, a patient was presented with degenerative mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip was implanted. On an unknown day, follow up revealed single leaflet device attachment(slda) from posterior leaflet. A recurrent mr of mild- moderate grade was reported. On (B)(6) 2025, a redo procedure was performed. A mitraclip was implanted. The mr was reduced to grade 3 post procedure. Patient is in stable condition. There was no clinically significant delay. No additional information was provided.